Manufacturer narrative:
During advancement of a 6f adroit jr3.5 guiding catheter in the subclavian artery, the catheter kinked at 360 degrees and got stuck in the artery. A vascular surgery intervention was performed to remove the device. The target lesion was the ostium of the right coronary artery. A tortuous subclavian was reported. During a percutaneous transluminal coronary angioplasty (ptca) via radial artery access, a non-cordis .038 guidewire was advanced to the coronary artery ostium. A 100cm, 6f adroit jr 3.5 catheter was inspected prior to opening and no damage found. There was no difficulty removing or prepping the product according to the instructions for use. No difficulty was reported flushing the catheter. While advancing the 100 cm. 6 fr. Adroit jr3.5 guiding catheter without a guidewire, resistance was met with the vessel wall and the catheter became kinked at 360°. A metallic guidewire was used to straighten the catheter in the blood vessel. The guidewire was then removed and the catheter advanced. The catheter then ¿got stuck¿ in the artery while advancing without the guidewire. The physician attempted to retrieve the adroit catheter via femoral access using a snare device. Due to difficulty in accessing the femoral artery surgical intervention was needed and performed the same day. The procedure was delayed for approximately forty minutes. The ptca was performed four days after the event, and the patient was discharged in good condition two days after the ptca. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without return of the device for analysis the reported ¿body/shaft kinked/bent-in patient¿ and ¿body/shaft withdrawal difficulty from vessel¿ could not be confirmed. The exact cause could not be conclusively determined. Based on the information available for review, there were vessel characteristics (tortuous vessel) and procedural factors (resistance while advancing device and advancement without a guidewire) that may have contributed to the event reported. The IFU instructs to introduce the guiding catheter into the vasculature through the catheter sheath introducer, and/or over an indwelling guidewire using a percutaneous entry technique of choice. If strong resistance is met during manipulation, the procedure must be discontinued and the cause of the resistance determined before proceeding. If the cause cannot be determined the catheter should be withdrawn. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Neither the information available for review nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15949551 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during advancement of the 100 cm. 6 fr. Adroit jr3.5 guiding catheter in the subclavian artery, the catheter kinked at 360°. The catheter got stuck in the artery. A metallic guidewire was needed to straighten the catheter out in the blood vessel. The vessel was tortuous. The guidewire was removed and the catheter only was advanced. The catheter then kinked due to resistance with the vessel walls. The procedure was a percutaneous transluminal coronary angioplasty (ptca) of the right coronary artery. A picture was received. Initially, the physician had tried to retrieve the device via femoral access using a snare device. There was difficulty in accessing the femoral artery which necessitated a surgical intervention. The procedure was delayed for approximately forty minutes. A re-intervention was scheduled for the patient. The access for the procedure was the radial artery. A non-cordis .035 guidewire was advanced to the coronary artery ostium. The reported product issue occurred while advancing the catheter without guidewire support. Surgical intervention was performed the same day. Four days later a percutaneous transluminal coronary angioplasty (ptca) was performed. The patient is in good condition and was discharged from the hospital two days after the re-ptca. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported difficulty flushing the catheter. No additional information is available.